Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Event description:
New information noted that the patient¿s wound was being checked every two weeks since the implant and antibiotics were continued. On (B)(6) 2024, the patient was brought to the clinic for pocket revision due to a small opening of the incision. A vertical bandage was performed and the patient was sent home. On (B)(6) 2024, when the patient came in for suture removal, a larger opening on the incision line, the device eroded out; it looked like the sutures had broken. There was no drainage or infection. The patient¿s entire pacemaker system was explanted from the right side and a new system was implanted on the left side. The patient was in stable condition prior, during, and post procedure.

Event description:
Related manufacturer reference number: 2017865-2024-22345, related manufacturer reference number: 2017865-2024-22346. It was reported that the patient presented for a follow-up in the clinic with redness and non-healing area on the lateral aspect of the incision and infection at the implanted device pocket site. The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.